Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the 8th september 2009 and performed to specification up to the 18th october 2015. During this time an increase in voltage suggests a further pad-pak was installed. Also during this time the device records one occasion in which the temperature was recorded below the minimum recommended stand-by temperature for the device of 0 degrees celsius with a low of -5.6 degrees celsius recorded. On the 23rd october 2015 the device records a manual power up lasting 6 minutes duration. The last log entry on the 25th october 2015 records a successful auto self-test. Investigation was unable to replicate or find any evidence of the reported fault. There were no ten minute manual power ups in the history log. On the 23rd october 2015 the device records a manual power up lasting 6 minutes duration. This may indicate the user was power cycling the device or the beginnings of a membrane failure. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.